Event description:
"Four cryopreserved bags on this patient were delivered in a liquid nitrogen as per protocol for return of cells. The stem cell lab was informed at approximately 16:00 that the first bag to be thawed had become damaged and was leaking. As the overwraps are not sterile, the leakingbag was returned to lab. Upon expulsion of the cells and thorough washing of the bag, a major tear/crack wasnoticed in the bottom corner of the cryocyte 750 bag. The remaining three bags were reinfused without incident. The loss was 0.41 x 10^6 cd34/kg, the dose infused was 1.51 x 10^6 cd34/kg. Sample is available, it is used, and all viral markers are negative. Storage was in vapor phase and was stored for 28 days. Patient did not receive the product from the bag. Patient was not recollected or remobilized. Awaiting engraftment result. Volume of product inbag was 170ml, metal cassette is used for freezing and storage, and a controlled rate freezer is used. Damaged bag of cells could notbe infused because of contamination with non-sterile water and atmosphere. May lead to delayed engraftment. Facility does the collection/processing/infusion on site."